Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history record review was completed and all inspections passed with no non-conformances.

Event description:
It was reported during use that the hemfsm10 cable 1 was reading 30-40 points lower than cable 2 (70 vs 35-40) and intermittently cutting in and out. When the cables were switched on different sides, cable 1 still read 35-40 on the opposite side, and cable 2 read 70 on the side that had previously been reading 35-40. The reading of 70 would have been consistent with the patient's overall clinical picture. There was no injury or harm to the patient. Patient demographics were requested but unable to be obtained.

Manufacturer narrative:
One hemosphere foresight cable was received for product evaluation. A visual inspection found physical damage to the foresight clip. A foreign material was found inside sensor cable 1. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint.